Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure.